Event description:
The customer reported an error condition of voteouts (non-numeric results) was generated for the platelet parameter when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and confirmed the error condition of voteouts for the platelet parameter. The fse replaced the rbc (red blood cell) bath. (B)(4).